Event description:
On (B)(6) 2012, a vns treating physician reported that the vns patient was at settings of output=2.5ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=3min/magnet output=2.75ma/magnet on time=60sec/magnet pulse width=250usec. Diagnostics showed output=ok/lead impedance=ok/dcdc=3/eri=no. The patient was at these settings until (B)(6) 2011, when he as changed to a more rapid cycling due to increased seizures. The patient's new parameters as of (B)(6) 2012, are output=2.5ma/frequency=20hz/pulse width=250usec/on time=14sec/off time=1.1min/magnet output=2.75ma/magnet on time=60sec/magnet pulse width=250usec. Diagnostics were still output=ok/lead impedance=ok/dcdc=3/eri=no. Despite instructions to return sooner, the physician stated that the patient was not seen for follow-up until (B)(6) 2012. The patient was reported to be doing much better, with seizures reduced from 2 per week to 2-3 per month. The patient is mentally handicapped and the physician stated that therefore the reporting is not great. Clinic notes were also received. Clinic notes dated (B)(6) 2012, revealed that the patient has clearly improved with about 2-3 seizures per month, down from 6 per month last visit. The intensity and duration are about the same. The patient's mother reported a significant decrease in the frequency of his seizures that is likely related to the rapid cycling of his vns as no other medication changes were made. Clinic notes dated (B)(6) 2011, stated that the patient continues to have relatively frequent seizures, about 2 per week. The patient's mother stated that the patient may go up to 2 weeks without a witnessed event, however that is infrequent. The patient is on stable dose of medication and the vns was reprogrammed to rapid cycling, 14sec on and 1.1 min off. The clinic notes also mention that the patient has loss of consciousness. The physician later stated that the increase in seizures was last year prior to re-programming and due to his baseline disease. The physician stated that there has been no syncope. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the increase in seizures. A battery life calculation was performed which showed 1.33 years remaining until eri=yes.